Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 5/2/2018, device returned to manufacturer? Yes. Device evaluation: the product was returned in its original package. Visual inspection at 10x microscope magnification was performed: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens pieces. One of the haptic is detached. The detached haptic piece was not returned. The other haptic was observed slightly distorted. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 15.5 diopter lens was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the lens dislocated. There was no incision enlargement, and the patient was reported as recovered. No additional information was provided.